Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2022. The complainant was unable to report the model and lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spaceoar system was used during a spaceoar placement procedure, performed on an unknown date. A magnetic resonance imaging and computed tomography scan were performed and showed a rectal wall infiltration in the anterior rectal wall, without apparent connection to the lumen. The spaceoar placement procedure was completed successfully. There were no patient complications reported as a result of this event. The condition of the patient remains to be asymptomatic.